Event description:
The pt had physician orders to have bi-level positive airway pressure (bipap) on while sleeping. Bipapv60 was on pt when it began to low-priority alarm "sensor malfunction-proximal in-line." This alarm was present earlier in day but was working again when circuit was exchanged. Pt was taken off bipap then placed back on bipap on nightshift and began to alarm again with the new circuit. Bipap continued to ventilate for pt without incident and the pt was in no distress. Bipap continue to function properly. Settings on bipap were 14/5/30% fio2. Pt's heart rate was 55, respiratory rate 19, spo2 98% on bipap. Bipap was exchanged with new bipap and circuit. Alarming bipap was taken out of service and tagged. This was a rental machine and was returned to (B)(6).